Event description:
The manufacturer service technician reported that the device was found to have missing blade retainer while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.